Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that the CPR meter used with the heartstart mrx was not working. There was no negative pt involvement.